Event description:
Customer reported experiencing sporadic high blood glucose. The blood glucose reading at the time of the report was 465 mg/dl. Customer treated with a manual injection of 5 units of insulin. It was found that she had been hospitalized about eight months prior to the report for high blood glucose and diabetic ketoacidosis. Customer stated that the drive support cap appeared to be normal and recessed. She found no air bubbles in the tubing and no leaks. Customer was assisted in running a manual prime and stated that insulin did exit from the tubing. The settings in the insulin pump were all correct. The insulin pump passed the high pressure test. The customer was advised to remove the infusion set and stated that the cannula was not bent or occluded. The insulin was inspected and customer stated that it looked new. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.